Event description:
It is reported that the nurse opened the box to find that the implant had punctured through the packaging.

Manufacturer narrative:
Evaluation summary: it appears the device likely experienced a distribution that was harsher than normally anticipated. The event is likely due to transit damage; no further analysis is required. No additional complaints have been received against the manufacturing lot of the device. The distal tip of the stem has punctured through the inner cavity wall, and protrudes through the outer cavity tyvek lid. The product shrink wrap is scuffed and exhibits some small homes. The carton edges appear damaged and worn. All zimmer implants undergo packaging verification testing to ensure that they withstand typical distribution conditions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. The root cause of the product damage appears to be transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.